Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the transfer set and an unspecified quantity of homechoice cassettes. This was described as ¿a leak in the connection between the cassette line and the patient's catheter¿. This was identified ¿during the line priming process¿ before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.